Manufacturer narrative:
Date rec'd by MFR: 19apr2019. Date of report: 26jun2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer swap out the power cord. The customer took multiple measurements of power cords and the values exceeded the tolerance specified for the unit. The customer did further troubleshooting with the fse and noticed that a shorter cord caused resistance to drop while a longer cord caused resistance to increase. The fse recommended that the customer replaced the cord with a cord from the manufacturer and provided the part information. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19april2019.

Event description:
It was reported that the ground resistance on the unit's power cord is high. There was no patient involvement. Event date not specified; estimate used.